Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The circuit boards were reseated into the backplane as a preventative measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 would not initialized. Nothing on monitors. There was no adverse pt involvement reported. There was no pt info reported.